Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete information on how to reset the pump; however, the customer did not have the necessary charging supplies with them during the call, and they planned to follow up later.